Event description:
Sorin group received a request from a customer to have the occlusion of the s5 mast roller pump checked out due to a hemolysis issue during a case. The clinician stated the occlusion was checked pre and post operation and was deemed to be appropriate. There was no report of pt injury.

Manufacturer narrative:
The sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filled out on behalf of sorin group (B)(4). It was reported that dilutional ultrafiltration and transfusion were performed. An update from the perfusionist stated the pt was doing well. The investigation is on-going. A follow-up report will be sent when the investigation is complete.